Manufacturer narrative:
Additional information was received from the third party service center. During the evaluation of the device at the third party service center, the device was found to be inoperative. The device's blower motor was replaced to address the issue. The system board was not replaced, as previously reported.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to bearing damage.

Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer is waiting for additional information from the third party service center regarding this issue. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the device's system board was found to be defective. The device's system board was replaced to address the issue.